Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. Patient reported device shocked her off and on when the neurostimulator (ins) was on. Patient stated the shocking only happened when she unplugged anything from the wall. Patient stated she cannot vacuum or use a toaster. Patient stated she turns ins off when using a toaster, vacuum or unplugs something. Patient stated she talked to manufacturer's representatives before and they said it was weird. No further complications were reported/anticipated. Additional information was received from the rep who reported they were scheduled to meet with the patient on (B)(6) 2018. However patient did not show up.